Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting the orthopat machine had no power and was tripping the breaker from a blood spill. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting the orthopat machine had no power and was tripping the breaker from a blood spill. No injury or reaction noted. Evaluation of the unit was performed and a blood spill was verified. Device was decontaminated. Spill damaged power supply. Replaced all contaminated and damaged components. Machine is ready for use. (B)(4).